Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the reference electrode, sodium electrode, potassium electrode, sample syringe and reagent buffer syringe to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous high patient results for sodium (na) on the au5800 clinical chemistry analyzer. The customer reported erratic quality control recovery in conjunction with this event. There was no change in patient treatment in association with this event.